Event description:
Patient was having a shoulder scope procedure when the infusion pump malfunctioned and started leaking fluid to the floor. After inspection of the device it was found that a seal had broken and fluid filled the device. The fluid possibly contaminated the patient during this incident, because it was leaking and also still flowing in the shoulder. The pump and the fluid were immediately removed from the sterile field. There has not been any negative affects to the patient at this time.